Manufacturer narrative:
The customer does not use (B)(4) for the iabps. The company rep reported that the iabp unit is functional. Since the evaluation was not performed by (B)(4), neither the serial number nor the resolution of the event can be confirmed. (B)(4).

Event description:
The customer reported that the pt had a 40cc fiberoptic iab catheter on a cs300 with an autofill failure alarm. The surgeon removed the iab before the account mgr could troubleshoot the alarm. There was not another fiber optic catheter available so they replaced a traditional catheter. They were successful attaching and pumping on a new console. The account mgr requested that the other pump be flagged and checked by the biomed.